Manufacturer narrative:
An investigation is currently underway. Upon completion, a full report shall be provided.

Event description:
It was reported to covidien on (B)(6) 2016 that the customer experienced an issue with an enteral feeding pump. The customer reports that the unit is not delivering the proper amount of feed. No patient involvement.

Manufacturer narrative:
Submit date: 10/14/2016. An investigation of kangaroo epump was performed for the reported condition of; the unit is not delivering the proper amount of feed. The unit was triaged and the complaint was confirmed. The cause of the reported condition was due to failure of the unit¿s gearbox. Kangaroo epump was manufactured in 2009. A review of the device history record shows this device was released meeting all manufacturing specifications.